Manufacturer narrative:
Additional information: d3, g1. H10: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1011578 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot: 1011578 , test base part number 190-430 / lot: 1011578 . The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1011578 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue, however a possible assignable root cause is sample interference. Substances in the sample itself may have interfered with the reaction.

Manufacturer narrative:
Investigation not yet complete. Upon completion, the information will be provided in a supplemental report.

Event description:
The customer reported false negative results on direct tested kitted swab to collect a nasopharyngeal sample with the ID now covid-19 assay performed (B)(6) 2021. Confirmation testing performed that same day with cepheid pcr provided positive results (CT value 36.7). The patient reported to the emergency department with acute shortness of breath and chest pain. The patient had been symptomatic for less than 24 hours. The patient was afebrile. The patient's medical history included congestive heart failure (chf) and diabetes. An electrocardiogram showed st-elevation, chest x-ray showed bilateral opacities consistent with chf, and o2 saturation 74%. The patient was transferred to a different facility, upon arrival was covid-19 tested by pcr and a reliable family member indicated that the patient had been in close contact with a person diagnosed with covid-19 infection. The patient was admitted to the intensive care unit. The customer indicated that there was a delay in intervention and advanced cardiac care for the patient in acute respiratory failure and hypoxia with secondary cardiac event (st elevation myocardial infarction). The ID now covid-19 product insert indicates that negative results should be treated as presumptive and tested with an alternative FDA authorized molecular assay, if necessary for clinical management, including infection control. The pi states negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for patient management decisions. Negative results must be combined with clinical observations, patient history, and epidemiological information. Additionally, the ID now covid-19 product insert includes a limitation that false negative results may occur if a specimen is improperly collected, transported or handled. False negative results may also occur if amplification inhibitors are present in the specimen or if inadequate levels of viruses are present in the specimen. Due to the risk of a potential false negative result leading to no or delayed treatment, this event shall be considered reportable.